Event description:
During delivery and deployment of stent, guide wire came out of coronary artery. Stent stripped off of delivery catheter. Multiple angulations failed to find undeployed stent in artery. Fluoro scan was negative. Unable to locate stent in room.